Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 24 mg/dl at the time of the incident. The customer was at 196 mg/dl at the time of the call. The customer was given juice and food to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The customer's doctor advised them to call and get the pump checked as it did not alert them when it should have. The customer could not get the screen to respond. The customer also mentioned unresponsive buttons. The customer uses auto mode on their pump. The customer believes the pump over delivered. Troubleshooting was completed and the customer had incomplete smartguard settings which is why they did not get alerted on the low. The insulin pump will not be returned for analysis.